Manufacturer narrative:
It was reported that during surgery a polarcup trial insert, nav 22/59 was shattered during use, no injury to the patient. The device, used in treatment, was returned for investigation. The visual inspection could confirm the reported failure mode. The complaint device was found broken, 5 pieces were broken off the instrument. A review of the batch record showed no deviations from the standard manufacturing process. A review of the complaint history revealed no other complaint for the batch in question. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Event description:
It was reported that during surgery the polarcup trial insert shattered during use. No delay was reported and no backup device was available so it is unknown how the procedure concluded. No injury to the patient.